Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. The customer had an empty reservoir and was unable to continue testing. Advised the nurse to place a new reservoir and call back for further testing.